Event description:
Cartridge alarm 20 was reported by the customer, but there was no adverse impact to their blood glucose level as it did not exceed 500 mg/dl. The customer successfully reloaded the same cartridge, and cts advised them to call back if another cartridge alarm occurs.